Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised force sensor system alarm (a33). Blood glucose was 220 mg/dl. Performed troubleshooting. Customer stated there is no damage to the drive support cap. Customer was advised that the insulin pump is being replaced. Insulin pump is expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker. And missing drive support sticker. Compromised force sensor system alarm during basic occlusion test due to loose/protruded drive support disk. Pump passed idle current test, run current test, displacement test and rewind. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm.